Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that a power on reset message was seen on the patient programmer on the day of the report. They were going to set up an appointment with the manufacturer representative to have the implantable neurostimulator checked. There were no symptoms or complications reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.